Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left-side late forming seroma.

Manufacturer narrative:
Sientra complaint case (B)(4). Additional information: sientra received updated information from the surgeon that the patient had an ultrasound and aspirated some fluids that show no growth, no organisms, and negative cultures and was given antibiotics orally and during her follow up visits months later, everything was resolved and had good results. Patient was not officially diagnosed with "seroma." Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.